Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the distal end near the biopsy channel of the gastrointestinal videoscope was burned. The issue was found during maintenance. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, a definitive root cause could not be identified therefore a cause could not be established. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.